Event description:
Midline placed on baby; however, defective catheter as hub could not detach from catheter. Midline had to be pulled. Midline will be returned to manufacturer from our central supply rn. FDA safety report ID# (B)(4).